Event description:
It was reported via repair work order that the head end brakes would not engage due to a broken brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.